Event description:
The rptr is a latex-allergic registered nurse who was pulled from her regular work area for two 8 hr shifts (8-9 & 8-10-97). This area, the ER, has a large volume use of powdered latex gloves. The rptr suffered multiple episodes of rhinitis, urticaria, itching and then chest tightness w/sob. She is out-of-work (disabled) since this time and has also been diagnosed w/asthma and has developed multiple other allergies.